Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the 2.5x18mm promus stent delivery system (sds) noted blood on the shaft, balloon, and stent implant and in the guide wire lumen, which is consistent with advancement into the body. The stent implant was stationary on the tightly folded balloon between the markers, with no damage noted. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous and heavily calcified, which likely contributed to the failure to cross. It was confirmed that the hypotube had separated distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The hypotube jacket was stretched and separated at the same location. Additionally, three kinks were noted in the hypotube. To help ensure that kinks and shaft separations are not the result of the manufacturing process, all sds are visually inspected for damage at numerous points in the manufacturing process, including a final inspection of the product before being inserted into the dispenser coil. Additionally, a sampling of product is destructively tested to verify lumen integrity. There was no damage noted during product inspection prior to use, thus the shaft most likely kinked during the attempt to cross as force was applied and further manipulation of the catheter would have contributed to the shaft separating. It should be noted that the instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The use of force in the attempt to cross the lesion appears to have directly caused or contributed to the reported kinks and shaft separation. A review of the lot history record for the lot did not reveal any related nonconforming material records. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for shaft separations or kinks for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the heavily calcified/tortuous circumflex artery, pre-dilatation was performed followed by deployment of a non-abbott 2.5x14 stent. An attempt was made to advance a 2.5x18 rx promus stent delivery system proximal to the non-abbott stent; however, resistance was felt, force was applied, and the stent delivery system proximal shaft kinked and ultimately separated outside of the anatomy. The stent delivery system was easily withdrawn from the anatomy and exchanged for a new 2.5x15 promus stent delivery system. The procedure was completed successfully with no adverse patient effect or significant clinical delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.